Manufacturer narrative:
Concomitant medical products: dtpa2qq crtd; 4798 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a progressive rise to elevate threshold measurements. Reprogramming was done and the lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.